Event description:
It was reported that the event occurred while in the intensive care unit adult, at the time of insertion. Indication for use: cardiogenic shock. At the time when the intensivist attempted to advance the spring wire guide through the 8fr sheath via femoral artery, it would not pass. As a result, the iab was removed and not used. There was not another attempt at the procedure because the institution didn't have another intra-aortic balloon (iab) in their warehouse. The pt did not receive any intra-aortic balloon pump (iabp) therapy as planned. The issue was resolved with clinical management. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy since the pt did not receive the iabp therapy with no harm to the pt noted. The pt outcome is the pt remains in cs.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.